Event description:
It was reported that the pump declared an alarm while in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer will use a manual injection method as backup therapy and received instructions to return the pump with a pre-paid label.

Event description:
It was reported that the pump declared a cartridge alarm 20 while in use. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer reverted to insulin pen therapy for diabetes management. After reverting to insulin pen therapy, the user experienced an elevated blood glucose (bg) level of 548 mg/dl with ketones (size of ketones was not provided). Customer was admitted into the hospital and was treated with intravenous fluids of insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.